Event description:
While removing vent connector from a pt for suctioning, the nurse observed a plastic tip from the lower portion of the connector on top of the pt's trach. The plastic tip was removed from the pt, and there was no resultant pt injury.